Event description:
It was reported that 250ml of fentanyl (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours; however, it was completed in 45 minutes. There was no lasting patient harm although the heart rate and blood pressure decreased as a result of the event. Upon investigation of the device returned to bd, it was determined that the root cause of the reported over infusion of fentanyl was due to a 3rd party bezel. It is believed that the 3rd party bezel was based on a current version of the bezel and refurbished mech assembly parts were used and assembled onto the bezel. An older version 1 membrane frame was then installed into the 3rd party bezel resulting in an improperly fitting membrane frame. This caused 2 of the platen posts to not be exposed. (B)(6). FDA safety report ID # (B)(4).

Event description:
It was reported that 250ml of fentanyl (10mcg/ml) was programmed to infuse at 5ml/hr for 2 hours; however, it was completed in 45 minutes. There was no lasting patient harm although the heart rate and blood pressure decreased as a result of the event. Upon investigation of the device returned to bd, it was determined that the root cause of the reported over infusion of fentanyl was due to a 3rd party bezel. It is believed that the 3rd party bezel was based on a current version of the bezel and refurbished mech assembly parts were used and assembled onto the bezel. An older version 1 membrane frame was then installed into the 3rd party bezel resulting in an improperly fitting membrane frame. This caused 2 of the platen posts to not be exposed. (B)(4). FDA safety report ID # (B)(4).